Event description:
It was reported that the device had a red screen with an error code of 41100. The product fault occurred before infusion and there was no patient involvement.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation in decontaminated condition. Visual inspection performed. The liquid crystal display (lcd) lens was bad, the latch lock was bad, and the downstream occlusion (dso) seal was lifted. Performed functional test. Reported problem was not duplicated and no problem was found. Root cause could not be determined. No actions needed to correct the issue. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.